Event description:
(B)(4). Sometime after I received the ensure implant, my menstrual cycle became much heavier. Then I started bleeding in between periods. Then I started have pain in uterus. Found out in (B)(6) 2014 that the ensure coil had migrated through my fallopian tube and perforated my uterus. I have a hysterectomy scheduled on (B)(6) 2015.